Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon detachment, removal difficulty occurred resulting in additional intervention. A 3.00 x 12mm synergy shield drug-eluting stent was advanced for treatment. However, upon inflating the stent, blood was noted entering from the shaft of the delivery system into the tubing of the indeflator. The stent was no longer deliverable, so an attempt was made to withdraw the device back into a non-boston scientific guide, but resistance was encountered, and the stent balloon got separated from delivery shaft. The device was then trapped in the coronary artery, and the stent, stent balloon, catheter and guide wire were all removed together. Upon inspection, it was noted that the stent and stent balloon were intertwined within each other. The physician used the same brand of guide catheter, guide wire to complete a stent to the coronary artery from a different access and the procedure was completed. There were no patient complications, and the patient was fine post-procedure.